Event description:
It was reported that noise was detected on both the right ventricular (rv) and right atrial (ra) lead channels, and loss of capture (loc) was observed in the rv lead when configured in unipolar mode. Additionally, a decision was made to disable the ra lead. No adverse patient effects were reported. This rv lead remains in service.